Event description:
A x-ray procedure was in progress when the attending x-ray technician turned around and walked into the x-ray monitor hitting their head. The technician fell into unconsciousness with a gash to the forehead requiring three stitches.